Event description:
Baxter received a report from a baxter technician stating the bed exit was not working. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The baxter technician found the software needed to be updated. Per the hillrom service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventative maintenance pm. Make sure the bed exit system operates correctly. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician updated the software to resolved the reported event. Based on this information, no further action is required.